Event description:
A resident was being lifted from bed with a medcare lift n' weigh. The hanger bar came loose and the resident was lowered back to the bed. No injuries were reported. Load cell was sent back to medcare for evaluation. It has been determined that the load cell end rod broke.

Manufacturer narrative:
The machine in question was over six years old. Parts on the machine such as the load cell are warranted for 2 years.